Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the rex roth valve is not shifting fully. Associated malfunction for this device: pilot valve leaking, heat exchanger leaking, pe valve not shifting, cabinet filter missing.